Manufacturer narrative:
Device will not be returned for evaluation. Voluntary medwatch # (B)(4).

Event description:
Rec'd voluntary medwatch #3302330000-2011-8001; the user stated that while he attempted to thread the triple lumen catheter over the insitu guidewire, the guidewire unraveled, losing its strength and stability, and almost broke. Intended procedure was an insertion of a triple lumen central venous catheter. Follow up with the customer indicated the following: the guidewire did not get caught on the insertion needle; there was no abnormalities noted when the guidewire was inspected prior to use; there was no difficulty when advancing the guidewire through the vessel; the location of the vessel was the right femoral vein; there was no evidence of calcification in the vessel; there was no resistance or friction experienced with the guidewire and catheter while advancing; the guidewire started to unravel as the catheter was being threaded over the guidewire, a 10 inch segment of the guidewire that was distal to the three "hash" marks and 5.5 inches from the tip of the catheter; there was no difficulty removing the guidewire with the triple lumen catheter; the inserter reported that while threading the catheter over the guidewire a segment of the guidewire began to unravel. The device is not being returned for evaluation.